Manufacturer narrative:
Block b3: exact date unknown, event occurred in the summer of 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15517169.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.